Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that, regarding the cause of the impedance issue, it was unclear at first but after multiple checks intraoperatively the external stimulator was swapped and impedances were normal. Tunneling was performed both prior and after when asked if it was done prior to replacing the lead and if there was further/re-tunneling required to place the new lead. The information has been confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Product ID 37081-40 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension. H3: the lead and extension have been returned, but analysis is not complete. An updated report will be submitted once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID 97791 serial# unknown product type accessory h3: analysis for the external neurostimulator 97725 ((B)(6)): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed debug modes test, and no functionality failure was detected on this unit. H3 correction on previous submitted analysis results: the following analysis below applies to the lead: h3: for lead 977a290 (B)(6)): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: lead, product ID: 37081-40, lot#serial#: (B)(6), implanted: on (B)(6) 2025, explanted: on (B)(6) 2025, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot#: (B)(6), ubd: 08-feb-2028, UDI#: (B)(4); product ID: 37081-40, serial/lot#: (B)(6), ubd: 18-jun-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that intra-operative impedance issues were encountered. An image provided showed high and out of range impedances of 40,000ohms; electrodes were marked do not use and avoid with "possible open" noted. There were no environmental, external, and patient factors that may have caused the event. Intra-operative troubleshooting was performed. They cleaned the electrodes, tried a re-connection as well as changing of channels used and changing around of lead vs extension etc. Troubleshooting steps included cleaning electrodes, re-connection, changing of channels used, and adjusting the lead versus extension. All three components were replaced intraoperatively until they had a green impedance measurement. The issue was resolved, and the products were explanted. The patient had a medical history of chronic pain. Additional information was received. It was reported that the cause of the impedance issue was not determined. No tunnelling was performed prior to replacing the lead and no re-tunneling was required. The customer was asked to return the devices. The information was confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 37081-40 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type extension product ID 97791 lot# serial# unknown product type accessory h3: for lead 97725 ((B)(6)): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H: for extension 37081-40 ((B)(6)): the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was clarified that the physician tunneled the lead that was initially placed. After this was done, the system was connected to the ens to test patency. This was when the reported high impedance was seen. After troubleshooting, the physician decided to change the lead so they had to replace and then re-tunnel the lead. It was confirmed that this was during the trial phase procedure. This information was confirmed/provided by the physician.